Event description:
It was reported that a malfunction alarm occurred. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support arranged to replace the pump and provided instructions on how to return the problematic pump using a pre-paid label. No backup insulin therapy was available, so the caller planned to contact their healthcare provider.